Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was over 33 mmol/l and 32 mmol/l. It was reported that they inserted an infusion set at noon and an hour ago, the blood glucose was high and the nurse came to help. It was reported that nurse came to help. They installed a new infusion set but kept the same reservoir in the insulin pump. Troubleshooting was declined. The insulin pump will not be returned for analysis.